Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen appeared to be distorted. Reportedly, the display issue did not block any graphics or text. Customer¿s blood glucose was between 74 and 85 mg/dl. Reportedly, customer reverted to an old pump for insulin therapy.